Event description:
The consumer reported a return of symptoms, which were the same symptoms the implant was implanted for. It was noted the patient fell in (B)(6) 2016 and thought she broke the stimulator in her body while at home. The patient had the patient programmer but when she pressed the sync button, she could not see anything on the screen. The patient could not use the patient programmer to see if the implantable neurostimulator (ins) was on. She was unable to troubleshoot with the patient programmer as she had no new aaa batteries. It was noted the patient was in the hospital due to having pneumonia three times a week apart in (B)(6) 2016. Later the same day, the patient called back for assistance in adjusting stimulation. It was indicated the patient felt stimulation at 5.3. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.